Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller was undergoing power source switching and triggering "critical battery" alarms. The reported controller and batteries were replaced and returned to the manufacturer for evaluation. Analysis of both batteries ((B)(4)) revealed that the batteries met specifications; the batteries passed visual inspection and functional testing. The returned controller ((B)(4)) also passed visual inspection and functional testing. However, the reported event was confirmed via review of the controller log files, which revealed premature power switching events and critical battery alarms. The root cause for the reported "critical battery alarm" event was found to be inaccurate reporting of the battery pack connection and battery capacity most likely as a result of a combination software deficiency, electronic inadequacy, and fretting corrosion on connector pins. The manufacturer has an open internal investigation to evaluate these types of issues. Although, failure analysis results indicate the batteries performed per specification based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Z-1917-2015. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller - (B)(4) - expiration date. 04/30/2014 (received (B)(4) 2014). (B)(4).

Manufacturer narrative:
The site has indicated that the pump remains implanted and that battery and controller have been received and are awaiting further analysis. Product remains implanted.

Event description:
Approximately ten and a half months post hvad implantation, the patient and vad coordinator reported battery switching and "critical battery" alarms. The patient's controller and batteries were exchanged. He reportedly tolerated the controller exchange well. The controller and batteries are being returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.